Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure, which was delayed by 10 minutes and completed after the system was restarted. The philips remote service engineer (rse) analysed the system remotely and identified that the generator was busy and preventing x-rays. A review of the system logfiles found a faulty miu phase. Upon troubleshooting actions, the rse identified that the problem had been caused by a hospital power failure. The fse restarted the system after power was restored. After the restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave an alert indicating the generator was busy, preventing x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.